Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diclofenac sodium from (B)(6) 2013 to (B)(6) 2016, ibuprofen from april 2014 to december 2016, iron (iron supplement) from april 2014 to december 2016 and vitamin d nos from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), menorrhagia ("prolonged abnormal menses/abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain/pain"), alopecia ("significant hair loss"), fatigue ("fatigue"), weight increased ("significant weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain"), anaemia ("anemia") and chloasma ("melasma on her lip"). On (B)(6) 2015, the patient experienced rash ("a rash under her arms"). On an unknown date, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, pelvic pain, alopecia, dysgeusia, rash, vaginal infection, fatigue, weight increased, arthralgia, anaemia, chloasma, mood swings, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, chloasma, device breakage, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion/fallopian tubes blocked quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : new reporter was added,patient demographic details added,lab data added,concomitant drug added,product indication added,product stop date added. Event was clubbed- severe menstrual pain/ dysmenorrhoea (cramping), prolonged abnormal menses/abnormal bleeding (vaginal, menorrhagia), pelvic pain/pain. Event was added- mood swings, vaginal bleeding,migraines,headaches, device breakage,lower abdominal pain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, uti, iron deficiency, increased prolactin level, pituitary tumour and otitis media serous. Concomitant products included diclofenac sodium from (B)(6) 2013 to (B)(6) 2016, ibuprofen from (B)(6) 2014 to (B)(6) 2016, iron (iron supplement) from (B)(6) 2014 to (B)(6) 2016 and vitamin d nos from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), menorrhagia ("prolonged abnormal menses/abnormal bleeding (menorrhagia)"), pelvic pain ("severe pelvic pain/pain"), alopecia ("significant hair loss"), fatigue ("fatigue"), weight increased ("significant weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in her mouth"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain"), anaemia ("anemia") and chloasma ("melasma on her lip"). On (B)(6) 2015, the patient experienced rash ("a rash under her arms"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, pelvic pain, alopecia, dysgeusia, rash, vaginal infection, fatigue, weight increased, arthralgia, anaemia, chloasma, mood swings, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, chloasma, device breakage, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion/fallopian tubes blocked from (B)(6) 2007 to (B)(6) 2012 patient used condoms for birth control, reason for discontibuation was-essure device implanted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.